Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion, balance middleweight elite; stent: boston scientific promus element. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure of the moderately tortuous, eccentric, moderately calcified, 99% stenosed, mid left anterior descending (lad) artery, after a non-abbott stent was deployed, the nc trek balloon dilatation catheter (bdc) was advanced with some resistance difficulty through the stent struts to the target lesion. During the post dilatation second balloon inflation at 10 atmosphere (atm) the balloon ruptured. The stent delivery system balloon was used to further dilatate the stent without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.